Manufacturer narrative:
Analysis and results: there are two previous complaints of this code-batch regarding the same issue that were closed as confirmed after analysis. We manufactured and distributed in the market 12,960 units of this code-batch. There are no units in our stock. We have received 53 closed samples for analysis. We have tested the needle attachment strength of the closed samples received and the results do not fulfil the requirements of the european pharmacopoeia (ep). Reviewed the batch manufacturing record, this batch had an incidence but was released into the market fulfilling usp/ep and b.braun surgical requirements. Needle attachment strength results before releasing the product were 0.73 kgf in average and 0.59 kgf in minimum (ep requirements: 0.69 kgf in average and 0.35 kgf in minimum). Final conclusion: taking into account that the results of samples received do not fulfil the specifications of the european pharmacopoeia/b. Braun surgical specifications, we conclude that the complaint is confirmed. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
If additional information becomes available a follow-up report will be submitted.

Event description:
It was reported an issue with silkam suture. The client reported that before application the suture needle came apart when the needle was put into needle holder. Dental surgery.